Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that the comparison of the blood glucose readings between her contour and contour next meters were 10 to 40 mg/dl different. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
Section d4 of the initial report indicated the lot # as 8jpef06a. The correct lot # for the affected contour next strips is 8jp3f06a. Section d4 has been updated with the correct information. The customer did not return the suspected product. There were no retains for the affected lot, therefore, a different lot of contour next test strips was used to perform the in-house testing. An in-house contour next meter was tested with the in-house contour next test strips from lot # 8lped12b, which gave satisfactory performance. Additionally, a device history record was reviewed for the affected contour next meter and no manufacturing anomalies were found.